Event description:
Indication: dermatopolymyositis, unspecified, organ involvement unspecified. Frequency: infuse 40gm (400ml) intravenously daily for 3 days every 4-7 weeks. Home health nurse states that the motor is stalled for curlin pump (serial number and expiration date not provided). Pt still has old curlin pump that they were to return for maintenance. Pt will need new curlin pump this week, last day of infusion is friday. No report of missed dose, interruption to therapy or adverse event{s) due to product issue. Pharmacy to replace pump. Pump associated with event available for investigation pending pt's return. Return material sent to pt. No further info. Reported to (B)(6) by health professional.